Manufacturer narrative:
According to the information received from the field the recipient experienced sound quality issues after a 1.5 tesla magnet resonance imaging. Device investigation showed a dislocation of the magnetic component inside the hermetic housing of the transducer, which caused an alteration of the vibratory behavior. Other damages found during investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Following an MRI of the cervical vertebrae the user reported hearing crackling and constant noise from the device. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following an MRI of the cervical vertebrae the user reported hearing crackling and constant noise from the device. Re-implantation is planned for (B)(6) 2025.